Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2015 with high blood glucose of 597 mg/dl. It was stated that high blood glucose began on (B)(6) 2015 and customer was currently in the hospital with blood glucose of 592 mg/dl. It was stated the drive support cap is recessed. It was unable to troubleshoot since the customer was at another state and could not be reached. Mother stated that the doctor advised for the insulin pump to be replaced. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.